Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16oct2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that when the device was received, although being powered on, the device failed to boot up with an alarm sound.there was no patient involvement.

Manufacturer narrative:
Report date: 31jan2019. Date rec'd by MFR: 22jan2019. Failure analysis performed by philips on the returned power management (pm) board shows that the power management (pm) printed circuit board assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 16nov2018. Date of manufacturer: 15nov2018. Philip's international service technician could not confirm the reported issue. The service technician replaced the power management printed circuit board assembly to prevent recurrence. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.